Manufacturer narrative:
Upon further review it was determined that cardiosave pump was used for training purpose only. There was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel mfg report number in your database.

Event description:
Upon further review it was determined that cardiosave pump was used for training purpose only. There was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1(event site name): (B)(6). Due to character limitation e1(event site address): (B)(6).

Event description:
It was reported that during training the cardiosave intra-aortic balloon pump (iabp) had power up - failure. There was no patient involvement.